Event description:
The patient reported that since hip surgery about 6-7 years earlier, the patient has experienced an electrical shock above the left knee. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).